Event description:
Received notification from attorney representing patient who underwent laparoscopic sigmoid resection. It was reported "a piece of the guiding instrument broke off and fell into the pelvis. This could not be visualized and required conversion to open laparotomy during the last few minutes of the procedure in order to retrieve the instrument piece." 05/27/1999 spoke with sales rep regarding event. He was never provided with a device for analysis. He recalls an event where the stealth circular stapler was used. At the time he had been out of town and upon return was told that the surgeon wanted to speak with him about an event that had occurred two or three days prior to his return. When rep spoke with the surgeon she advised him there were no instrument problems and that there was confusion regarding the use of the circular stapler, which had been clarified. Rep believes it was about the same time of the event reported here. The hospital never provided him with an instrument for analysis. He did not report the event because dr told him there were no problems with the instruments used. 06/02/1999 recorded call from risk manager who indicated they filed no medwatch and do not have an instrument from this event. The instrument was never provided to the sales rep.